Event description:
It was reported by the customer that the power supply was not working. The issue was found during pre-clinical check. An alternate power supply was used. No patient involvement was reported. A replacement power supply was sent to the customer on (B)(6) 2015 and received by the customer on (B)(6) 2015.

Manufacturer narrative:
The reported unit was not made available for evaluation. Attempts were made to obtain the return of the power supply. No patient involvement was reported. A review of the device history record (DHR) found no nonconformance that could cause or contribute to the reported power supply issue. There is no service history on file with the manufacturer for the reported device. A review of the complaint history indicates there is no significant trend. Trending will continue to be monitored. A review of the warning label in the user's manual states: "if the sechrist millennium fails to perform as described, remove the unit from service and refer it to a sechrist authorized service technician. The unit should not be utilized until proper performance has been verified."and "the performance verification should be performed by qualified technical personnel and should be conducted prior to each clinical application or at least once per month, whichever is soonest." Should the product be returned or new information is made available, a follow-up report will be provided.